Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the issue was identified prior to starting the procedure, pre-anesthesia. It was unknown if the instrument had damage prior to use, the instrument did not collide with any other instrument and no fragment fell into the patient. Procedure was completed with a backup instrument. Isi did receive the force bipolar instrument perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0400" in size.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that the force bipolar instrument had chip on tip. The procedure was completed with no reported injury.